Event description:
A patient reported blood glucose results of "7.7 mmol/l and 5.5 mmol/l" with a lifescan meter, performed within 10 minutes of each other. The meter and control solution was replaced.